Manufacturer narrative:
One (1) used list #mc100, microclave¿ and one (1) used. List #mc33332 was returned for evaluation. As received no physical damage or anomalies were observed. As received no physical damage was observed, only parenteral nutrition and unknown medication residuals inside the microclave were observed. The returned sample was tested as per procedure finding no internal, or external leaks or anomalies after the test. Complaints of leaks cannot be confirmed or replicated. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1: reporter information: (B)(6).

Event description:
It was reported that a microclave¿ clear neutral connector generated a leak during patient use. As per report, the microclave was leaking. It was attached to a peripherally inserted central catheter (PICC) line for intravenous (IV) fluids, parenteral nutrition and medication administration. The mating device (bifuse extension set) is an ICU medical mc33332 with an unknown lot number. There were no issues noted on this mating device. It is returning along with the affected microclave. There was no patient harm reported.